Event description:
It was reported that a 27mm stented porcine,aor,epic supra was implanted on (B)(6) 2016. On (B)(6) 2022, it was reported that the device was explanted due to stenosis, medium gradient: 39 mmhg, max. 77mmhg, nyha iii/IV and increased exertional dyspnea from two weeks before the date of admission to the hospital ((B)(6) 2022). The epic valve was found with numerous inclusions and poorly opening and numerous calcifications have been observed. There was major left ventricular heart failure with poor contractility; extracorporeal membrane oxygenation (ECMO) was considered. The patient is on very high doses of catecholamines and was transferred to the postoperative department. The patient was removed off cardiopulmonary bypass (cpb) and then put back on cpb due to coagulation disorders. There was massive, increasing bleeding from the surface of the heart, so heparin was re-administered and cardiopulmonary bypass (cpb) was reconnected. One significant bleeding site was not found. The heart was sprayed with coil. The bleeding was significantly reduced. There was a large left ventricular heart failure, cerebral saturation disturbances, pulmonary edema. The procedure was extended due to bleeding and seeking a solution to the problem. Currently, the patient is at home, good general condition, circulatory and respiratory efficient.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
Explant due to stenosis, medium gradient and increased exertional dyspnea was reported. The investigation found that there was calcifications on all three cusps. Tears were confirmed on cusps 1 and 2 associated with calcifications. There was fibrous pannus ingrowth on the inflow surface of cusp 2. No inflammation was observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The calcifications could have contributed to the tear formation as both tears were associated with calcifications, in addition the fibrous pannus ingrowth noted had the potential to induce increased stress on adjacent cusps and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to cusp tears and reduced durability. The calcifications noted could have contributed to the reported stenosis.h6 medical device problem code: 1153 removed.

Event description:
It was reported that a 27mm stented porcine,aor,epic supra was implanted on (B)(6) 2016. On (B)(6) 2022, it was reported that the device was explanted due to stenosis, medium gradient: 39 mmhg, max. 77mmhg, nyha iii/IV and increased exertional dyspnea from two weeks before the date of admission to the hospital ((B)(6) 2022). The epic valve was found with lots of inclusions and poorly opening and numerous calcifications have been observed. On the surface of leaflets there are thickenings. There was major left ventricular heart failure with poor contractility; extracorporeal membrane oxygenation (ECMO) was considered. The patient is on very high doses of catecholamines and was transferred to the postoperative department. The patient was removed off cardiopulmonary bypass (cpb) and then put back on cpb due to coagulation disorders. There was massive, increasing bleeding from the surface of the heart, so heparin was re-administered and cardiopulmonary bypass (cpb) was reconnected. One significant bleeding site was not found. The heart was sprayed with coil. The bleeding was significantly reduced. There was a large left ventricular heart failure, cerebral saturation disturbances, pulmonary edema. The procedure was extended due to bleeding and seeking a solution to the problem. Currently, the patient is at home, good general condition, circulatory and respiratory efficient.